Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patent's wife stated that in the morning the patient was experiencing a hypoglycemia episode. They called the emergency services and upon arrival around 6:40 am they measured a blood glucose value of 71 mg/dl with the customer's performa meter and 41 mg/dl with their professional meter within 2 minutes. No information was provided if the patient received any treatment, nor further details were provided. At 7:05 am they measured again and the patient received the following results within 15 minutes: 103 mg/dl (performa meter), 58 mg/dl (professional meter) and 80 mg/dl (performa meter). The customer informed that he had removed the test strips from the original container and stored them in a different one.